Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the large- size ipg was causing the patient pain. Surgical intervention was taken to replace the ipg with a smaller one. Reportedly post-operatively the patient had therapy restored with no complaints of pain with the smaller ipg.